Event description:
A customer contacted beckman coulter inc. (Bec) reporting a brownish leak near the mixing module of the unicel dxh 800 coulter hmx cellular analysis system. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat and eye protection at the time of the incident. There was no injury or exposure reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found that the nrbc chamber was not draining properly and noted that the nrbc drain was clogged and the contents were spilling on to the amtc (air mix and temperature control) module. Fse replaced the mixing chamber and adjusted the probe wash collar and the sample aspiration module (sam) to align to the amtc module. Fse verified the repairs per established procedures. The root cause for the leak is attributed to a clog in the drain of the nrbc mixing chamber. (B)(4).